Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a defective module controller. The field service engineer replaced the module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1 initial reporter facility: (B)(6) medical center - (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported that there was a delay in dispensing medications to the patient there were no adverse events or injuries reported based on this event.